Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of alarm - error codes / messages was due to the power supply board. Power supply board replaced due to error code 120.4630. As found software version 9.33.1.2, as left software version 9.33.1.2. Battery pack replaced due to 3rd party part installed. Front case with keypad replaced due to delaminated keypad. A review of the device history record for (B)(6) was performed from date of manufacture 03/20/2018 to the present date 1/8/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the power supply board.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.4630. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of alarm - error codes / messages was due to the power supply board. Power supply board replaced due to error code. Front case with keypad replaced due to delaminated keypad. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the power supply board. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.4630. There was no patient involvement.

Manufacturer narrative:
Investigation has been completed. A follow-up will be submitted once additional information is available.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.4630. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.4630. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/20/2018 to the present date 1/8/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.4630. There was no patient involvement.